Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the fill cannula was not recorded in daily history. Customer reported that the insulin pump had trace pointers were invalid alarm. Customer was able to clear alarm. Customer did the self test they tried to fill the cannula at 0.2 unit but it did not work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received constant pump error 38 alarm during rewind due to moisture damage found at electronic assembly. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, selftest and occlusion test due to constant pump error 38 alarm.